Manufacturer narrative:
The field generator for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the field generator resolved the issue. And surgeon monitor cable unrelated to the issue was replaced. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the emitter had a ¿fault¿. No further details were provided. There was no patient present when this issue was identified.